Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and used an epipen while the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of chest pain, swollen throat, swollen lips and coughing. The patient reported calling 911 and visited the emergency room due to the reported symptoms. The patient reported being prescribed antiinflammatories (steroids) and was recommended to take benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms. The patient reinserted the aligners and the symptoms came back and the patient used an epipen to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015. The treating doctor considered the event was serious or life threatening to the patient.